Event description:
The ophthalmologist prepared the device for surgery and completed the set-up without problem. The first case was completed without a problem. During the second case, with the same cassette, the irrigation was defective (a small quantity of irrigation, and irrigation almost stopped at the end of the procedure). The anterior chamber collapsed. The procedure was completed. Corneal edema was noted one day post-op. The surgeon believes the outcome was due to the length of the surgery. Add'l info received on 02/08/2008 stated that the pt was hospitalized three days in 2008. The procedure was converted to ecce, because they were unable to perform phacoemulsification. The event occurred during the re-use of a single use device.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. This report mailed in to FDA on: 02/21/2008.